Event description:
It was reported that the hook at the bottom of the navlock universal tracker adapter broke off during a surgical procedure at the healthcare facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Manufacturer narrative:
The reported event that the bottom part of the hook snapped off was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. The device was not returned for evaluation.

Event description:
It was reported that the hook at the bottom of the navlock universal tracker adapter broke off during a surgical procedure at the healthcare facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.